Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative at the site identified the issue with the vertek arm and requested replacement. The site opted not to replace their vertek arm; no RMA was issued. Suspect device has not been returned to manufacturer for further evaluation.

Event description:
A medtronic representative reported a vertek arm that would not tighten properly. There was no patient present.